Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is presumed that the event occurred due to physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used made lg-lens glue peeled off, then moisture invaded there and corroded. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodeno videoscope exhibited discoloration or a stain inside of the light guide lens. There were no reports of patient involvement.